Event description:
The reporter indicated that the surgeon implanted a 13.2mm vicmo13.2 -7.0d implantable collamer lens into the patient's right eye (od) on (B)(6) 2024. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. Status of eye is "ok". Cause of event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4).